Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the black outer cuff on the hemopro2 extension cable broke when it was unplugged from the device. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and some evidence of blood on the cable at various points. A visual inspection determined that the collar on one end of the cable was dislocated and returned. The connector end without the collar has an area of plastic deformation consistent with the type of deformation that results from enough rotational shear force to break the plastic that connects the collar with the inner portion of the connector. The detached connector had an area of plastic deformation on the inside that matched that found on the connector. The cable had small strips of red and white marking tape behind each connector that are not part of maquet product. Based upon the received condition of the device, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).